Event description:
The customer reported missing pacing cables and developed pacing module error. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported missing pacing cables and developed pacing module error. No pt involvement was reported. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.